Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ clinical report states patient was revised due to metallosis. There is litigation pending by this patient. Update 02/08/2013 - medical records received. No new information received that would change the existing MDR decision. Update rec'd 2/11/14- pfs and medical records received. Revision operative notes indicate a pseudotumor, metallosis, and osteolysis of the right hip. Corrosion was also noted on the right side. The stem and sleeve are now being reported. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 3/11/2014.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update - 10/04/2016 medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the primary surgery reported that while placing the srom sleeve on the left hip a non-displaced 2cm crack was noted and a cerclage wire was placed. The revision notes reported that the patient had pain. Updated right and left head/liner and right stem and srom sleeve. The metal ion levels provided were at reportable levels. Added left stem and srom sleeve the complaint was updated on: 10/31/2016.

Manufacturer narrative:
No device associated with this report was received for examination. A complaint database search did find additional related reports against the metal liner and/or femoral head product code and lot number combination(s). However; a review of the device history record(s) associated with this complaint was not required per procedure. A worldwide complaint database search found additional related reports against the remaining product code/lot code combination(s). Review of the device history records did not identify any related manufacturing deviations or anomalies that would have contributed to the reported event. X-rays and medical records were reviewed. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. A complaint database search did find additional related reports against the metal liner and/or femoral head product code and lot number combination(s). However; a review of the device history record(s) associated with this complaint was not required per wi-3430. A worldwide complaint database search found no additional related reports against the remaining product code/lot code combination(s). Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).